Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was in a sensor trial and was experiencing low and high blood glucose. Customer had low blood glucose of 72 mg/dl and high blood glucose of 400 mg/dl, which was treated with soda pop. Customer's meter was added to insulin pump. Caller declined further troubleshooting due to customer needing to go to school.